Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set with tubing pre-attached holder had an air leak from the tubing. Found during use. No reports of serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated by bd and the customer's indicated failure mode for leakage due to damage of the tubing connection at the IV needle hub/wing assembly with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples by bd, the customer¿s indicated failure mode for leakage due to damage of the tubing connection at the IV needle hub/wing assembly with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.